Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "unit turns off intermittently". A visual inspection found no physical damage on the device. The customer's reported problem was not verified. There were no signs of intermittent powering off detected. The software was reinstalled as a preventive measure. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-prizm® vip unit turns off intermittently. There is no report of any patient involvement.